Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg); bg value not provided. Suspected cause was due to pump software delivering an unnecessary automatic bolus. A system check was performed and pump was found to be performing as intended. Customer drank juice to treat the low bg. Recommendation was made by tandem's technical support for the customer to contact a healthcare provider regarding bg.